Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, high pacing impedance was detected on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.